Event description:
It was further reported that the patient was hospitalized, thrombus over the inflow cannula was suspected. Imaging was performed which revealed no abnormalities. The patient received medication.

Manufacturer narrative:
A supplemental is being submitted for additional information. D4: serial#: (B)(6), h6: patient ime code(s): e0514 h6: imf code(s): f08,f1203,f2303 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the available autologs report revealed a gradual decrease in power consumption and estimated flows beginning on 01-feb-2023; followed by a sudden decrease on 07-feb-2023. In addition, one (1) low flow alarm was logged on 07-feb-2023. As a result, the reported low flow event was confirmed. Information received from the site revealed that, in addition to the low flow alarms, an echocardiogram was performed and showed atrioventricular opening with every beat and left ventricle (lv) distention as of now. A computed tomography angiography (cta) will be performed as an outflow graft occlusion was suspected. The vad and the outflow graft remains in use. It was further reported that the patient was hospitalized, thrombus over the inflow cannula was suspected. Imaging was performed which revealed no abnormalities. The patient received medication. Additional information received indicated that the patient had improved on integrelin drips (gtt) intravenous. Lactate de hydrogenase (ldh) went from 550 to baseline of 200's. The driveline cultures were negative but there was bacteremia with an unknown source, the patient will be discharged home with intravenous (IV) antibiotics medication in a few days. Based on the available info rmation, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. 2002825128 ¿ outflow graft h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient came in with low flows and log files showed that vad exhibited power consumption below normal limits. An echocardiogram was performed and showed atrioventricular opening with every beat and left ventricle (lv) distention as of now. A computed tomography angiography (cta) will be performed as an outflow graft occlusion was suspected. The vad and the outflow graft remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Heartware ventricular assist system ¿<(><<)>product, including 1.0 or 2.0 for controller. Model #: 1125, catalog #: 1125, expiration date: 31-dec-2021 , serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-dec-2019. Device labeled for single use: no. Patient ime code(s): e2403 ; imf code(s): f26, f2203 ; img code(s): g04019 ; FDA device code(s): a1409 ; FDA method code(s): b21 ; FDA results code(s): c21 ; FDA conclusion code(s): d16, additional information has been requested regarding the additional event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had improved on integrelin drips (gtt). The vad looks fine and the flows were back to normal. Lactate dehydrogenase (ldh) went from 550 to baseline of 200's. The driveline cultures were negative but there was bacteremia with an unknown source, the patient will be discharged home with intravenous (IV) antibiotics medication in a few days.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. There has been updates to b5.desc evt problem and the annex a and e codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.